Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges the patient underwent an additional surgery for removal of the bard/davol ventralex st. The attorney alleges during the surgery to explant the device it was "found to have folded over ." No sample was returned. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: patient underwent repair of epigastric incisional hernia. A bard/davol ventralex st mesh patch 3.2 inch was implanted in patient during this repair. (B)(6) 2016: the patient underwent surgery to explant the hernia mesh. During the surgery, the patient's hernia mesh was found to have folded over. The patient continues to experience complications related to the ventralex st mesh. She will likely require additional surgeries to repair the damage from the ventralex st mesh product.. As alleged, the ventralex st mesh implanted in plaintiff failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured. She has sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex st mesh.

Manufacturer narrative:
Addendum to previous report. This supplemental emdr is being sent to correct the expiration date provided. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: patient underwent repair of epigastric incisional hernia. A bard/davol ventralex st mesh patch 3.2 inch was implanted in patient during this repair. (B)(6) 2016: the patient underwent surgery to explant the hernia mesh. During the surgery, the patient's hernia mesh was found to have folded over. The patient continues to experience complications related to the ventralex st mesh. She will likely require additional surgeries to repair the damage from the ventralex st mesh product.. As alleged, the ventralex st mesh implanted in plaintiff failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured. She has sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex st mesh.